Event description:
Event description guidant received information that this implantable pacemaker and atrial and ventricular unipolar leads had displayed noise in the atrial and ventricular channel. The noise caused oversensing, which inhibited pacing and the patient was syncopal. In addition, the device has stored several thousand atrial and ventricular tachycardic episodes. The patient was symptomatic at home and elsewhere. These symptoms started soon after the replacement procedure for the old pacemaker.